Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the distance between the first two stents implanted at the index procedure was 28mm. Per the site, the distal stent deployment is what caused the proximal edge tear. The filling defect that occurred was near the center of the third stent, the 3.0x32mm taxus liberte. This filling defect was also associated with the location of the second diagonal that had been jailed following deployment of the third stent. According to the site, the filling defect only involved the third stent.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Same case as MFR ID: 2134265-2010-03004, 2134265-2010-03003. It was reported that during a stenting treatment procedure, an intimal tear and filling defect occurred. There were two target lesions treated at the index procedure. The first target lesion was 70% stenosed and 12mm long and was located in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 2.8mm. It was treated with direct stenting using a 2.75x20mm taxus liberte stent resulting in 0% residual stenosis. The second target lesion was 90% stenosed and 12mm long located in the proximal lad with a reference vessel diameter of 2.8mm. It was treated with direct stenting using a 3.0x12mm taxus liberte stent. It was post dilated resulting in 0% residual stenosis. The stents showed excellent results. However, the open segment between the two stents showed a small intimal tear. This region had previously shown moderate irregularity with 75% stenosis at the ostium of the 2nd diagonal branch and 50% irregularity of the vessel itself. This tear was treated by placement of a 3.0x32mm taxus liberte stent placed in an overlapping fashion with the two previously placed stents. In this process, the 2nd diagonal branch became jailed requiring dilations with a 3.0mm balloon. Review of the diagonal revealed that it was still not adequate, so additional dilations were performed at the ostium. Timi-3 flow was confirmed in the lad and 2nd diagonal. However, a small white filling defect was noted near the origin of the diagonal vessel. Per the investigator, it was not possible to tell if this was a thrombus. Treatment consisted of prasugrel and infusion of angiomax for several hours. Post stent deployment, the patient was free of symptoms and the patient was discharged 1 day later.